Event description:
The patient stated that she was hospitalized last night with a high blood glucose of 383 mg/dl. The patient stated that the infusion set had a bent cannula, but the pump never gave her a no delivery alarm. The patient stated her blood glucose levels were very high, and she was also vomiting. The patient stated that she was also hospitalized on (B)(6) 2014 for the same reason. Troubleshooting was not performed, as the patient was not feeling well enough. Advised the patient that replacement infusion sets would be sent due to the bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefor,e consider this report complete to the best of our knowledge.